Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Device pending evaluation. Concomitant device(s): serial #: (B)(4), category #: 02-022-35-4010 truliant tib imp ps insert sz 4 10mm, serial #: (B)(4), category #: 02-022-35-4510 truliant tib imp ps insert sz 4.5 10mm, serial #: (B)(4), category #: 201-78-98 2 pk, schanz pin, 4mm x 130mm, serial #: (B)(4), category #: 02-020-11-0240 truliant ps cem fem ps cem left sz 4, serial #: (B)(4), category #: 204-70-00 tibial stem ext. Screw, serial #: (B)(4), category #: 201-78-15 holding pin mini sharp point 4 pk, serial #: (B)(4), category #: 200-07-35 advanced patella 35mm 3 peg implant, serial #: (B)(4), category #: 02-022-45-4040 truliant tib fit tray cem sz 4f / 4t, serial #: (B)(4), category #: 521-78-32 threaded pin size 3.0 collarless 2pk, serial #: (B)(4), category #: 521-78-32 threaded pin size 3.0 collarless 2pk, serial #: (B)(4), category #: 521-78-23 threaded pin size 2.3 collared 2pk, serial #: (B)(4), category #: a10012 gps implant kit v2.

Event description:
As reported, approximately 3 years post op the initial tka, this male patient was revised due pain at the tip of the tibial stem. Revision occurred with no issues. Poly was in good shape when removed per surgeon. Explants not available. No further information. X-rays attached.